Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a nc quantum apex balloon catheter. Visual examination revealed multiple kinks to the hypotube and core wire. The hypotube is separated 124 cm from the hub. The distal section of the device did not return for product analysis. The missing parts are the distal inflation lumen, entire guidewire lumen, marker band, balloon, and tip. Microscopic examination revealed no additional damages. There is blood in the inflation lumen and hub. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 15 mm x 5.00 mm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the shaft of the balloon broke off. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was fine.